Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit notified maintenance code #5. There was no patient harm reported.

Event description:
It was reported that before use , the cs100 intra-aortic balloon pump (iabp) unit notified maintenance code #5. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event name: (B)(6).

Event description:
N/a.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit had maintenance code 5. A getinge field service engineer (fse) checked and found , it was found that the iabp battery needs to be replaced but the hospital does not want to replace the battery for the time being. There was no patient involvement/harm.